Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, correction to g3 of the initial medwatch. The aware date should be 07/22/2024. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event occurred when physical stress was applied to the device by hitting/dropping distal end. Moreover, there was no device failure which could affect the suggested event, or no traces which indicate that the device handling by the user was deviated from IFU (instruction for use). Therefore, a definite root cause that led to the malfunction could not be identified. The event can be prevented by following the instructions for use which state: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the adhesive between the distal end and server plug in had a gap. There were no reports of patient involvement.